Event description:
The user/facility reported "leaking of product at site where in-line filter connects to IV tubing, details unknown. Several attempts were made to contact the user/facility. Voice mail messages were not returned. There was is no information on the patient's status.